Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The investigation was unable to determine a definitive cause for the patient effect. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection, as listed in the xience pro everolimus eluting coronary stent system expanded indications instructions for use (IFU)is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling. Xience pro is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a de novo lesion in the distal right coronary artery, which had 80% stenosis, mild tortuosity and moderate calcification. The lesion was pre-dilated with two mini trek balloon dilatation catheters (bdcs), first a 1.5x12mm bdc and then a 2.0x12mm bdc. A 3.0x28mm xience pro stent was implanted and a dissection was noted at the distal end of the stent. The dissection was successfully covered with a 2.5x23mm xience pro stent. The results were very good with good blood flow and no residual stenosis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.